Manufacturer narrative:
This report was reported under incorrect registration number, please refer to 1218950-2025-000265 for further information regarding this complaint.

Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). D4: - UDI is unknown at this time as the serial number has been requested. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device has problems with the alarms. It is unknown if the device was in use at time of event, and there was no adverse event reported.